Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which observed that the blue winged cap was missing. No functional testing was performed for this complaint. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap of a large volume intermate was missing. This issues was identified during setup and preparation. There was no patient involvement. No additional information is available.